Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The lesion was predilated using an unspecified size emerge balloon catheter. A 2.75x12mm promus premier¿ stent was advanced to treat the lesion; however, it was noted that the shaft broke. The procedure was completed with a different device.